Manufacturer narrative:
The investigation has been completed. The product was returned for investigation. The console logs did not show any entries on the reported day of event but several weeks before there were multiple and persistent error messages indicating communication loss and the console was unable to fully boot up. When the console was inspected, board corrosion was confirmed. There were no defects or anomalies discovered. The cause of the automated impella controller (aic) issue was corrosion on the board.

Event description:
The hospital had a console with a controller error observed by the hospital biomedical department. There was no patient use and no harm or injury was possible. It was found and removed. The automated impella controller (aic) will be replaced by a backup console.